Event description:
A us distributor contacted zoll to report that an (B)(6) male patient had lacerations and blisters underneath the lifevest. The patient was issued larger size garments. Multiple follow up attempts in regards to the skin condition were made without success.

Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.